Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station shows invalid medications although its already in right cubie. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were already present in the cubie, but when attempting to load the same medications again, the system did not allow it and displayed "invalid" on the web server. A technical support specialist (tss) identified that reorganization was attempted incorrectly via the website, causing unintended ejection of cubies and the customer was unable to identify the medications inside due to locked lids. The field service engineer (fse) contacted the customer and guided them through inserting pockets in hardware test application (hta) and unloading to resolve the issue. They were advised to ensure proper synchronization between the server and station during future reorganization to prevent recurrence. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station had displayed invalid medications despite the correct medication being placed in the right cubie. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.